Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a condition of out of service. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient injury or medical intervention related to the device. Baxter's review of the device event history determined that the reported condition was failure code 810:11, which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 810:11. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow up report will be submitted if additional information becomes available.